Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using three gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2021, the patient complained the weakness of the right hand and foot. The patient was diagnosed hemiplegia. Reportedly there was no symptoms just after the stent graft implantation procedure. A spinal drainage was performed. The patient underwent a rehabilitation, now the patient can do independent ambulation. The physician stated the hemiplegia occurred due to that three gore® tag® conformable thoracic stent graft with active control system were implanted in the long lesion.